Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Event description:
It was reported that during the implant attempt, after repositioning the right ventricular lead, the helix would not screw out as viewed under fluoroscopy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.